Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment and five inappropriate treatments. The device was started up at 21:49:05 on (B)(6) 2024. At 11:41:59 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with pac¿s. The rhythm then degraded to vf. At 11:42:48, the patient received the appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 40 bpm. At 11:43:54, an arrhythmia was detected. ECG shows nsvt. At 11:44:31, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. The post shock rhythm was nsvt. At 11:44:54, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. The post shock rhythm was nsvt. At 11:45:18, the patient received the third inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. The post shock rhythm was nsvt. At 11:45:45, the patient received the fourth inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. The post shock rhythm was nsvt. At 11:46:17, the patient received the fifth inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. The post shock rhythm was nsvt. The device was shut down at 12:03:37 on (B)(6) 2024.